Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. Two system messages were found in the event log. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, similar reports for this system. (B)(4).

Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). The nurse reported the system shut down on its own. The system was rebooted and cases were completed as planned. No pt injury was reported.